Event description:
Operating person touched alligator clips together and shorted the device.

Manufacturer narrative:
Labeling modified to include caution statement: do not touch patient alligator leads together. Damage my occur to spike protector and transformer. Do not use if this occurs.